Event description:
Newport model ht50 ventilator, external battery concern. Periodically (each month or so), the cable connecting the vent power cord to the external battery has repeatedly failed (at the cigarette - lighter portion of the cord). This, I believe may pose a grave risk to patients at home or in the community to be at risk for interruption of power to the vent. This flaw seems due to positional issues (the disconnect/flawed connection) seems related to tension occurring at the angle from which the cable extends from the cigarette - lighter adapter as it extends from the battery. Just one comment, the newport ht50 otherwise seems to be superior in performance with a reliable internal battery that last for longer than other home-use ventilators. Due to its performance and reliability, I must stress that the ventilator is in my opinion a very reliable device with outstanding performance, good ergonomics and reliability, my concern is only with the cable that goes into the external battery, not the ventilator itself. Also, please be advised I also have a concern regarding another home-use ventilator, the pulmonetics 1150 (ltv 1150) has an almost non-existent internal battery (duration is marginal, 5 to 15 minutes) and low pressure alarm is only once and if a care taker misses that one low pressure alarm the client is at great risk for hypoxia or worse. The convenient small size does not equal the risk to the patient.